Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Patient reported "recalled implant" and had numerous issues and unexplainable internal itching. Patient representative reported itching, anxiety, ptsd, evaluation for alcl, implant removal due to fear of developing alcl, mental anguish and fear of developing alcl, infection, heat sensation, chronic pain, pain prior to explant procedure, rashes, and swelling. The following reported events have been deemed not related to the device: chronic headaches, personal injuries and related damages, scarring and disfigurement, significant weight gain, symptoms consistent with alcl, and other injuries and damages. Affected side is left. The device has been explanted.